Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a missing component. On an unspecified date, the clinician attempted to administer an unspecified medication and noted that the internal silicone sleeve of the clave port of the tubing set was missing. No specific details were provided. There were no reported adverse patient effects and no delay of therapy critical to this patient. No medical interventions were required. Though requested no additional information was provided including if the tubing set was replaced and the therapy was resumed.